Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. The customer's blood glucose was unknown at the time of incident. Customer states the insulin did not exit and pump alarmed no delivery but customer reports insulin exits the tubing. Customer reports pump alarmed during manual prime. The insulin pump will be returned for analysis.